Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator would not enter standby mode when prompted. The device was in pre-use clinical use. The unite was removed from service. There was no report of harm. A philips remote service engineer (rse) evaluated the issue and confirmed the reported issue. The air inlet filter was confirmed clean and in pneumatics screen air and o2 flow readings show 0.0 flow when set to zero. There was nothing attached at patient outlet. The rse advised the customer to run air and o2 flow and o2 mix accuracy tests in pvt (performance verification test) for further troubleshooting. The investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 02/17/2023, 02/22/2023, 03/27/2023 and 04/04/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.